Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure from the patient's right eye due to dysphotopsia where the patient's visual acuity went from 22/50 to 20/200 with glared disability. Replaced with a model z9002 intraocular lens.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing facility for investigation. The returned lens was received cut in approximately half. The lens was inspected at 10x microscope magnification. The visual inspection revealed that the lens was received with surface residuals adhered to both sides of the optic body compatible with handling the lens. The received lens condition was consistent with a lens that had been explanted during the surgical procedure and has been indicated as operational. The returned sample did not meet visual inspection specifications. The defects found were consistent with a lens that has been explanted and were not manufacturing process related. Due to the lens returned condition no further analysis could be performed. A review of the manufacturing records was conducted. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.